Manufacturer narrative:
The system was used for treatment. A review of kit lot d128 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, pto leak and alarm #53: return line air detected. No trends were detected. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer reported alarm #53: return line air detected during treatment. Customer stated that there is air in the kit. Return bag volume was 72 ml. Customer detected a blood leakage at the red blood cell pump and she aborted the treatment with no blood returned to the patient. Patient was reported to be stable. The customer declined to return the kit or photos for investigation.